Manufacturer narrative:
Event date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been having problems with their device about a month ago and they went to their healthcare provider, they had it on the wrong program and ¿they reset it.¿ no patient symptoms were reported. No further complications were reported.